Event description:
It was reported that the insulin pump had a no delivery alarm. Customer pulled the insulin pump from tubing, she connected it back and it alarmed. Customer stated no delivery alarm occurred during bolus. Customer was assisted in performing a 5.0u fixed prime and insulin did exit. Customer is unable to remove set at that time to examine the cannula; after troubleshooting it was determined that the issue was site related. The blood glucose was 118mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.